Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.

Event description:
Patient reported right side severe rupture and silicone migration requiring lymph node removal. Physician later reported "silicoma and axiallry lymphnopathey." Device has been explanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6, h.11.

Event description:
Patient reported right side severe rupture and silicone migration requiring lymph node removal. Physician later reported "siliconoma and axially lymphnopathey." Device has been explanted.